Manufacturer narrative:
The approximate age of device: 7 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages and low speed advisories were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. The patient was given an ungrounded power module patient cable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although the reported pump stops were confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation. The submitted log files revealed three pump stoppagess that occurred while the patient was connected to the power module. The patient was discharged on an ungrounded patient cable on (B)(6) 2019. No further pump stoppages or speed drops were recorded. The report of low flows was confirmed through the evaluation of the submitted log file. The log file contained approximately 18 days of data and there were 17 low flow hazard alarms captured. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The recorded low flow events did not appear to be associated with any drops in pump speed due to a potential short to shield. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient was discharged on (B)(6) 2019. The patient was not on inotropes and will use the unrounded patient cable at home. Additionally, the report of low flow events was believed to be due to dehydration. The patient will begin taking diuretics in the morning and drink more fluids throughout the day. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.